Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked on the side from the threads to the cover. Corrosion was observed inside the battery compartment and on the returned battery cap. The returned battery cap had stripped threads and the cap was unable to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24-hour duration test; no pump reboots occurred. A leak test revealed a battery compartment leak. The pump case was removed, and moisture was observed on the printed circuit board; no evidence of damage to the power circuit was found.